Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their device explanted on (B)(6) due to infection. A culture was taken but no results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the facility discarded the device. The rep. Further stated the consumer was being treated by the physician for ¿whatever¿ was diagnosed, and there was no option to follow-up further.